Event description:
Alarm failed to sound due to filter not being properly seated in unit. Manufacturer rep increased training for clinicians as well as has reported our concerns about filter installation and related inability of the device to alarm appropriately to their quality assurance department.what was the original intended procedure?negative pressure wound therapy.device #1is this a laboratory device or laboratory test?no.